Event description:
The customer reported that the device failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery. There was no report of pt involvement. A philips field service engineer evaluated the device and confirmed the failure. Replacement of the battery pca resolved the failure. Philips confirmed the battery pca failure. The device passed all performance assurance testing and remains at the customer site.